Event description:
Place of incident: home; event description: pt was on ac power when switching over to external power. Patient noticed audible alarm did not sound. Visual alarm of power lost indicated in display window. Pt then made a disconnect alarm and no audible alarm but low pressure displayed in window. Pt stayed on ventilator on external power. Patient was still receiving prescribed setting however no audible. Pt does have second vent but opted not to use. Rt went to home to vent check. Vent was operating but no audible alarms with any high pressure, low pressure, or disconnects. However, visual alarms were displayed. Rt changed alarm volume and increased it back up to 85 db, made a disconnect and the audible alarm sounded again. Vent now operating properly. This incident happened another time and was reported in 2002. The patient lost all power with no audible alarms indicating low battery. Pt was able to communicate to family to switch out. This incident was called into pulmonetics and was described to be a cause or "yo-yo" effect of battery. However, still no audible alarms indicated at all. Accessories used: hme, humidifier, power source at time of event: ac primary power source: ac. Unit was ac for 12 hours prior to incident. No patient harm.